Event description:
It was reported the lv lead was explanted, due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B) (4) no anomalies were found; full lead returned for analysis.